Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). An additional evaluation was performed on the returned product. An update of the surgical technique, with different options for loosening a locking cap has been addressed. A new type of locking cap has been introduced, which has an improved opening behavior after final tightening. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record revealed no complaint related anomalies. This is for 2 matrix locking caps 04.632.000.

Event description:
This is report 1 of 6 for this event#(B)(4).

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on an unknown date the matrix locking cap construct jammed. Torque limiter optional techniques were tried to loosen the closure caps, but it was unsuccessful. The closure cap could not be moved. This is report 1 of 1 for this event.